Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated d4 serial number, expiration date, and UDI. Update d6 and h4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in colombia. Through review of medical article " from repair to replacement ring detachment and secondary annular injury during transcatheter mitral valve-in-ring procedure", corresponding author dr. Andres felipe ochoa-diaz et al., the following event was identified as pertaining to an edwards device. As reported, this was a case of an implant of a 57-year-old female patient that presented with shortness of breath and acute decompensated heart failure. Six months prior, the patient underwent coronary artery bypass grafting and surgical mitral valve repair with annuloplasty. The patient had an implanted a non-edwards annuloplasty ring in mitral position. A transeptal puncture and mitral balloon valvuloplasty were performed successfully. The valve was positioned in the annular location but during deployment it was observed that the ring was partially dehiscence, probably caused by the balloon valvuloplasty or could have preexisted and gone undetected in the preprocedural imaging. The ring was finally dethatched and resulted in malposition. This led to a malposition of the edwards valve followed by a migration and finally the valve embolized to the left atrium with torrential mitral regurgitation and hemodynamic collapse of the patient. The procedure was converted to surgical, the valve was removed and it was observed an annular tear with 90% dehiscence of the prosthetic ring, that was solved. Unfortunately, the patient passed away forty-eight hours after procedure due to left ventricular dysfunction and vasoplegic and cardiogenic shock.

Manufacturer narrative:
Supplemental report submitted to correct b2, b5, and h1. Updated h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve unknown regurgitation, was confirmed based on the provided article. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the thv was implanted in mitral position inside a pre-existing non-edwards ring. The sapien 3 (s3) valve was indicated for use in patients with symptomatic heart disease due to a failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve (stenosed, insufficient, or combined). Therefore, this was an off-label operation. As reported, ''the valve was positioned in the annular location but during deployment it was observed that the ring was partially dehiscence [...] The ring was finally detached and resulted in malposition. This led to a malposition of the edwards valve followed by a torrential mitral regurgitation and a migration of the valve to the left atrium''. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. In this case, the dislocation of the pre-existing ring during the thv valve deployment led to a malpositioned thv and the prosthetic ring was trapped between the transcatheter heart valve and the native mitral annulus. The off-label use in combination with thv malposition and ring trapped between thv and annulus may cause a lack of appropriate sealing of the thv to the target site or contributed to improper leaflet coaptation. As such, available information suggests that procedural factors (off label operation, thv malposition) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventive action is required. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to valve-in-ring in mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (detachment of the pre-existing ring) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to valve-in-ring in mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (detachment of the pre-existing ring) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
Edwards received notification from our affiliate in colombia. Edwards received the medical article, ''from repair to replacement ring detachment and secondary annular injury during transcatheter mitral valve-in-ring procedure'', corresponding author dr. Andres felipe ochoa-diaz et al., the following event was identified as pertaining to an edwards device. As reported, this was a case of an implant of a 57-year-old female patient that presented shortness of breath and acute decompensated heart failure. Six months before, underwent coronary artery bypass grafting and surgical mitral valve repair with annuloplasty. The patient had implanted a non-edwards ring in mitral position. A transeptal puncture and mitral balloon valvuloplasty were done successfully. The valve was positioned in the annular location but during deployment it was observed that the ring was partially dehiscence, probably caused by the balloon valvuloplasty or could have preexisted and gone undetected in the preprocedural imaging. The ring was finally detached and resulted in malposition. This led to a malposition of the edwards valve followed by a torrential mitral regurgitation and a migration of the valve to the left atrium which led the patient to collapse hemodynamically. The procedure was converted to surgical, the valve was removed and it was observed an annular tear with 90% dehiscence of the prosthetic ring, that was solved. Unfortunately, the patient passed away forty-eight hours after procedure due to left ventricular dysfunction and vasoplegic and cardiogenic shock.